Manufacturer narrative:
Device passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify prime or fill anomaly due to compromised force sensor system alarm..

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised forced sensor system. The customer's blood glucose level was 323 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the insulin was squirting out during the manual prime process and they were unable to exit the preparing to prime loop. The insulin pump will be returned for the analysis.